Event description:
It was reported that the ilet pump had a broken screen and the user provided photos and a video showing that the touchscreen would not respond, after which a replacement was initiated. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included customer service triage, confirmation of device identifiers and shipping information, and initiation of device replacement logistics. Investigation of this case revealed a damaged display component resulting in loss of touchscreen functionality, consistent with a screen break on the user interface assembly. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display.